Event description:
Patient underwent total hip arthroplasty on may 2, 2006. Two drill bits fractured during preparation for screw placement in the acetabulum. Associated drill bits were discarded at the facility.